Event description:
It was reported that the patient had a hematoma. It was reported via social media that "the patient had the device implanted on (B)(6) and was sent home the next day. They developed a large hematoma in their left leg. Their leg doubled in size and turned purple. The color went back to almost normal, but they still have a lump the size of a half grapefruit on their left groin. Their leg feels bruised and swollen."